Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 50hz noise oversensed that was indicative of minute ventilation (mv) sensor oversensing, however there were no observations of high impedances. The system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 50hz noise oversensed that was indicative of minute ventilation (mv) sensor oversensing, however there were no observations of high impedances. The system remains in-service. No adverse patient effects were reported. Additional information was received that this device was explanted due to normal battery depletion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported observations of noise that was being oversensed.